Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a few months after implant the pt's ldh increased from the 600's to the 2100's. The pt has been therapeutic on his inr with his goal 2.5-3.5 and a full dose of aspirin. The patient was recently given persantine and was discharged.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.